Event description:
It was reported that the customer had recurring issues with the insulin pump's battery. The battery did not last more than one week. The customer received a weak battery, a low battery, and a failed battery test alarm. The insulin pump's battery icon was full before he/she went to bed and when he/she woke up the insulin pump was completely off. The customer's blood glucose level was 161 mg/dl. The battery cap was damaged. The customer received an off no power alarm without a low battery indicator. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.